Manufacturer narrative:
Summary of eval: eval of the device could not be performed as the device was not returned to howmedica but rather was implanted.

Event description:
During impaction of the insert the small plastic locking mechanism broke. The insert was secured. There was no adverse consequence to the pt reported due to this event.